Event description:
It was reported by the customer that a pyxis medstation es system station is not working. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the fh drawer shorted out and caused the whole station to shut down. A field service engineer replaced the drawer board, retractor band and the controller board. The system functioned as intended as the field service engineer troubleshooted the device.